Event description:
A us distributor returned a charger/modem indicating that it displayed an error while charging.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not charge batteries properly) was confirmed. As received, the charger/modem was unable to recognize and charge a battery pack. Upon eval, the current controlling q1 transistor was shorted internally. The cause of the inability to properly recognize and charge the battery packs is the damaged transistor. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the defective charger/modem.